Event description:
Boston scientific crm received info that one month post implant, this lead dislodged which resulted in poor sensing and pacing threshold measurements. The lead was explanted and a new lead was successfully implanted.